Event description:
It was reported that the patient presented for a scheduled pocket revision due to discomfort. During the procedure, charring was noted on the header's atrial port of the implantable cardioverter defibrillator. The device was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of charring in the header was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.